Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted during the emergent endovascular treatment of a ruptured abdominal aortic aneurysm.  It was reported after the patient was transferred to the or and before the stent was implanted the patient¿s status changed; the patient became unresponsive without pulses. It was determined the patient aaa had ruptured and CPR was started. After a discussion between the physician and the anesthesiologist it was determined the patient needed his aorta controlled. The physician cut down over the common femoral artery and placed a balloon in the patient¿s thoracic aorta however the patient did not recover from the occlusion and CPR was continued. The physician then elected to place an aui in the patient¿s infrarenal aorta and extended to the external iliac artery excluding the aneurysm. Unfortunately, CPR was stopped, and the patient was unable to be resituated, after a consultation between the physician and the anesthesiologist the procedure and all resituating activities were completed. The patient expired shorty after. As per the physician the cause of death was cardiac related surrounding an abdominal aortic aneurysm rupture. Due to the patients fragile status and having multiple comorbidities the patient was unable to be resuscitated post aneurysm rupture. No additional clinical sequalae was provided and the patient has expired.